Event description:
A consumer wrote a letter expressing concerns he has following unilateral intraocular lens implant surgery. The letter states he is worse off than he was before surgery and he is not sure what to do about his second eye. No preoperative or postoperative visual acuities were provided. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.